Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 08-mar-2018 with the following findings: review of the black box data revealed multiple records of loss of prime with low non-zero force. On investigation, the pump powered on normally and was exercised for 24 hours without any errors, alarms or warnings occurring. Investigation did not duplicate the complaint.